Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the 1st firing with gore buttressing material, the stapler was held closed for 30 seconds and the firing trigger activated. Before the knife retracted, it was noted staples were sticking up on the distal half of the staple line. The malformed staples were on the outer row on the patient side and approximately 10-15 staples were involved. Another device as used and fired next to the staple line with malformed staples. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one ecr60t cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.